Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from manufacturer representative. It was reported that the patient's abdomen hit the steering wheel and displaced the catheter; the pump was reportedly not working. Loss of therapy was reported as sudden. There was a break, tear, hole in the catheter. There was patient injury related to the motor vehicle accident. The patient's status after the device was removed was reported as "recovered without sequela." Additional information reported that the pump system was delivering dilaudid, clonidine and bupivacaine. The manufacturer representative reported that they had received a call from the physician that the revision was happening as was notified at that time. The assumption was that the catheter was displaced but it was not verified as the physician just changed out the entire system. It was noted that the patient had recovered and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4)

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving dilaudid (20mg/ml at 10mg/day via implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced withdrawal one day after a car accident. The patient went into the emergency room (ER) with increase pain. A catheter access port (cap) study was done on (B)(6) 2015 and no medicine pulled back from the catheter. The whole system was replaced on (B)(6) 2015. The issue resolved at the time of report. The patient was given fentanyl patches on (B)(6) 2015. The patient's status at the time of report was "alive- no injury."

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study regarding this patient. The patient was receiving dilaudid (20.0 mg/ml at 10.258 mg/day), clonidine (100.0 mcg/ml at 51.29 mcg/day), and bupivacaine (15.0 mg/ml at 7.693 mg/day) via the implanted pump. The patient was involved in a motor vehicle accident with damage to the intrathecal drug delivery system. A catheter access port (cap) contrast study was performed on (B)(6) 2015 and it was negative. The catheter was occluded. Surgical observation on the same day revealed pump deformation. The patient experienced opioid withdrawal syndrome, back pain, tachycardia, hypertension, agitation. The event resulted in an emergency room (ER) visit and in-patient hospitalization. It was noted that the event resulted in permanent impairment of a body structure or a body function, and then later reported that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The pump and catheter were explanted/replaced on (B)(6) 2015 and the event resolved without sequelae on that date.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had a low battery reset that had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump did not identify an anomaly. Result removed and was replaced; conclusion for the pump was replaced as it no longer applied to the event and replaced.